Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump motor was running but that it was not delivering food. They stated that they tried to prime and that the pump sounded like it was priming, but that the formula was not moving. Mmdg did follow up with the initial reporter, who stated that the pump did not have any adverse effects due to the complaint. (B)(4).